Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had developed hematoma after the procedure. Further, an evacuation of hematoma was then performed. This crt-d remains in service. No adverse patient effects were reported.